Event description:
On (B)(6) 2013, (B)(6), maquet cardiovascular, prior to demonstrating the use of cardiohelp, reported receiving a defective battery error for cardiohelp-I unit (article number 701048012; serial number (B)(4)). Unit would not startup and function. (B)(4).

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).